Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312) and is related to and occurred prior to c&r#: 3003768277-2021/10/29-004-c.

Event description:
It was reported to philips that 'charger with cable for foot switch is defective'. This is connected to a loss of image related to an azurion 7 b12. There was no reported patient or user harm.